Event description:
On (B)(6) 2010, patient reported her down button, the button closest to the insulin cartridge, is not working. Patient stated she noticed the issue on (B)(6) 2010. Patient reported the button does pop back up when pressed. Patient does not have a battery in the infusion device; unable to troubleshoot during the call. Patient stated there is no indication that the up button is not working. Patient has switched to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.